Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead following the delivery of appropriate high voltage therapy from the device. Low impedance was observed on the left ventricular (lv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. Additional manufacturer reference number: 2017865-2021-11875.